Manufacturer narrative:
A ge representative evaluated the system and replaced the power supplies and the ups power switch. System operates as intended. (B) (4).

Event description:
The customer reported, the system is rebooting on its own. No pt injury was reported.